Event description:
It was reported that an arteriotomy closure of a unspecified access site was attempted with a perclose device relative to a transcatheter aortic valve replacement interventional procedure. Reportedly, a hematoma formed during deployment of the device and the device failed to achieve hemostasis. The hematoma was treated with manual compression. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot and part numbers were not provided. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI number is not known as the part and lot number were not provided.